Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The mixing properties of the retain samples of the reported lot code jft020 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation is required at this time.

Event description:
It was reported that the cement was mixed for 90 seconds with revolution. Then the mixed cement was injected into the canal and exeter stem was inserted 4 min after starting mixing and the cement hardened. The stem could not be inserted properly, then the stem was removed once. New cement and revolution were used and the procedure was completed. The temp of op room was 25.5c.the cement was stored in refrigerator(6c). The cement was taken from the refrigerator 90 min before mixing. All the cement and polymer were used. Antibiotic was used(amikacin). Blood and any other substances which effect the hardening the cement. Revolution was stored in 25.5c temp. There was a 2 hours and 30 minutes delay due to this event.

Event description:
It was reported that the cement was mixed for 90 seconds with revolution. Then the mixed cement was injected into the canal and exeter stem was inserted 4 min after starting mixing and the cement hardened. The stem could not be inserted properly, then the stem was removed once. New cement and revolution were used and the procedure was completed. The temp of op room was 25.5c. The cement was stored in refrigerator(6c). The cement was taken from the refrigerator 90 min before mixing. All the cement and polymer were used. Antibiotic was used(amikacin). Blood and any other substances which effect the hardening the cement. Revolution was stored in 25.5c temp. There was a 2 hours and 30 minutes delay due to this event.